Event description:
(B)(4). Initial info received from a consumer on 01-oct-2008: a currently (B)(6) female received 3 injections of poly-l-lactic acid [sculptra] (lot # and exp date unk) along the side of the nose, under her eyes, under the cheek bone to the jaw area and around the lip area for cosmetic use. She received the third injection in (B)(6) 2008, the second injection approx 8 months prior (2007) and the first injection 6 months prior to the second injection of poly-l-lactic acid. She did not have any problems until after the second injection when she developed a lump under her right eye that was visible. She was told to manipulate the nodule with pressure, which made her skin appear worse. After the third injection she had lumps under both eyes. The injections filled in under her cheek, obscuring her jaw structure so that she does not look like herself. She stated that after the second injection she still had facial structure. After the third injection of poly-l-lactic acid, the physician injected triamcinolone [kenalog] under the eye to try to resolve the lumps. She stated that the lumps are possibly smaller. Concomitant medication included hyaluronic acid [restylane] for her lips. The caller said that her treatment was a "complete failure." No further relevant info provided.

Manufacturer narrative:
Additional implant dates: 2007, (B)(6) 2008. Addendum on 3-oct-08: (B)(4) contacted the physician's office and no add'l medical info provided, as office personnel indicated that the nurse/medical assistant would not have add'l info as the physician does everything herself. Add'l info received from the physician who returned the healthcare professional data collection form on 6-oct-08: a currently (B)(6) pt received poly-l-lactic acid (sculptra) from (B)(6) 2007 to (B)(6) 2008; the pt developed 1-2 mm nodule formation under her right eye medial orbital rim, onset reported as (B)(6) 2007. The outcome of the nodules was reported as resolving. Report indicated that the pt also formed add'l nodules after treatment on (B)(6) 2008, which was her fifth total vial from (B)(6) 2007 to (B)(6) 2008 (other treatment dates not specified). The physician notes that she suspects that the events of nodule formation were secondary to poly-l-lactic acid. Physician advises that poly-l-lactic acid was not discontinued because of the events, but that injections are no longer continuing. Medical and laboratory tests were not performed for the problem. Medical history included pt receiving cosmetic procedures (not specified) in the past and an allergy to penicillin. Concomitant medications were provided as "none." No further medical info reported. Add'l info for poly-l-lactic acid injectable (sculptra) (lot number/exp date unk), from (B)(4): (entered out of sequence) batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports (DHR's) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.